Event description:
Reporter noted corneal burn.

Manufacturer narrative:
H-10: a co service rep checked the system, and found it to meet its performance specifications. This report was mailed in to FDA on: 2/6/1998. Disclaimer: this info is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.